Event description:
It was reported that a primary plum set generated a leak during patient use. It was reported that two reports of sticks down with blue clave on the dedicated plum set. It was also noted that the stick down caused hazardous medication which is chemotherapy to leak from the connection point between the cl2100 and blue clave. There was no blood loss no unprotected chemo exposure, there was no delay in critical therapy, no adverse operator consequences, and no med/surg intervention required. It was also noted that the device was changed out/replaced with no further problems encountered, and no involved devices were available to be tested since the product was discarded. There was no same-lot device sample available and no mating devices were available to be tested. There was no patient harm reported.

Manufacturer narrative:
Two pictures were returned. One showed a primary plum set inserted in a pump with a chemolock attached to the secondary port. The other showed a stick down on the secondary port clave of the set. The complaint of stick down can be confirmed. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and a cause cannot be determined. A lot history review could not be conducted because no lot number(s) was/were identified.